Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately december.

Event description:
It was reported that the patient lead was coming out of the epidural space. The patient underwent a lead replacement procedure and doing well postoperatively. The explanted device was kept at the facility.